Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 25. Details of surgery: primary stability not achieved and ridge augmentation. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility, swelling and increased sensitivity. No further patient complications were reported.